Event description:
Philips received a complaint by the customer on the v60 indicating that a machine and proximal pressure sensors failure occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a machine and proximal pressure sensors failure occurred. The reported issue was confirmed. The error code had occurred after the replacement of the air flow sensor. The customer attempted to replace the data acquisition (da) to motor controller (mc) cable, but the reported issue was not resolved. The remote service engineer (rse) then advised the customer of the manufacturer recommendations to resolve the reported issue by either replacing the da printed circuit board assembly (pcba), mc pcba, power management (pm) pcba, or central processing unit (cpu) pcba. The rse provided the customer with the part number of each part number to order and resolve. This investigation is ongoing.

Manufacturer narrative:
The customer replaced the motor controller (mc) printed circuit board assembly (pcba) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The issue was determined to be a malfunction, as the device did not meet all required specifications during verification testing and an internal device failure was identified. The reported issue of a machine and proximal pressure sensors failure could be confirmed via confirmation of the error code. The cause of the malfunction was due to a faulty mc pcba.